Manufacturer narrative:
Updated information: d1 brand name updaed. D4 catalog number and serial number updated.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
A 47-year-old female patient was skiing and became unresponsive. Presented in cardiogenic shock. Impella cp insertion via the right femoral artery was successful, however the device had a high purge pressure alarm and the physician decided to exchange to a second impella cp. Extracorporeal membrane oxygenation (ECMO) was added, becoming the primary support device. Patient experienced ventricular tachycardia and the pump was repositioned. Patient transferred to another facility for care escalation. An aortic dissection was noted, but imaging review showed the dissection was present prior to initial impella implantation. Under continuing ECMO therapy, medications were increased, and the cp was repositioned. Impella cp was escalated to impella 5.5. On the first day of impella 5.5 support, the patient had ongoing sever hypoxia despite original venoarterial (va) ECMO and also had large amounts of pulmonary edema from ett. Crrt planned to be started to pull fluid. Patient also received several blood product since returning from the or. During 5.5 support patient was taken to operating room for surgical washout and chest closure. Stroke and hypoxic ischemic injury were diagnosed on CT imaging. Patient continued on 5.5 support for several day, operating within expected flow ranges for the set p-level, however the patient's prognosis did not improve and family withdrew care. The death will be conservatively reported on the third pump, impella 5.5.